Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a motor error alarm during a prime. The customer also reported a no delivery alarm had occurred prior to the motor error alarm. Customer's blood glucose was 167 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also reported being hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 361 mg/dl at the time of admission. The customer believed they had diabetic ketoacidosis, leading them to be hospitalized. Customer was treated with an insulin drip and fluids at the hospital. The customer also stated they were not wearing the insulin pump at the time of their hospitalization. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.